Event description:
A customer reported a cartridge change error with their insulin pump. There was no reported impact on the customer's blood glucose level. Technical support guided the customer through inspecting and cleaning specific parts of the pump, including removing an o-ring from the pneumatic tap area and cleaning it with an alcohol wipe. The customer successfully followed the instructions to reload the cartridge and was able to resume insulin delivery.